Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone14.7 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized in (B)(6) 2026 for pancreatic issues and associated blood glucose fluctuations. The patient's blood glucose level declined to 11 mg/dl while wearing the pod for an unknown duration. Reported symptoms included vomiting blood and hypoglycemia. The patient was treated with orange juice to address the low blood glucose level. At the time of the report, the patient had not yet been discharged from the hospital and continued to wear the pod. The patient stated that the healthcare provider had not made any changes to the pod settings.